Event description:
Nidek learned of the following event from a voluntary medwatch report #1026853 received on 12/30/2002: multiple complications after lasik surgery were reported by the pt including permanent loss of vision in both eyes.